Event description:
A customer reported a malfunction on the pump, identified by a specific code. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller with resetting the pump. The customer was unable to continue troubleshooting at that moment but plans to call back to continue the process.